Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod dash insulin management system ¿ user guide. Model: 18320.  18296-eng-aw rev b 06/18.  Changing your pod.   Chapter 3 / pages 48.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   Changing your pod.   Chapter 3 / page 49.  Warnings:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the cannula did not insert into the skin when the pod was activated; the pink slide also did not move forward, which indicates a needle mechanism failure. The pod was not worn for less than one hour and patient reported blood glucose levels rose from 200 mg/dl to 350 mg/dl.